Event description:
It was reported that boston scientific technical services (ts) was contacted regarding a high, out-of-range shock impedance measurement (>125 ohms) from this right ventricular (rv) lead. Ts recommended increasing the shock impedance alert limit and continuing with normal follow-ups. The rv lead remains implanted and no adverse patient effects were reported.